Event description:
It was reported that the lead had bad sensing and was replaced after several placement attempts since lead body had become twisted. There were no reported consequences for the patient.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.